Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's step father reported via phone call that the customer was hospitalized due to high blood glucose on with blood glucose of 550mg/dl. The customer's step father stated that there was bent cannula and possible insulin pump under delivery led up to the high blood glucose and hospitalization. The customer's step father could not provide further details. The insulin pump will not be returned for analysis.